Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid and demerol via an implantable pump for non-malignant pain, failed back surgery syndrome, spinal pain, and rsd/causalgia-complex regional pain syndrome. The concentrations of the drugs were unknown and it was indicated that the dilaudid dose per day was "14" (units not provided). It was reported on (B)(6) 2017 that the patient had "many" catheter revisions on unknown dates. Refer to manufacturer report #3004209178-2013-00820 and #3004209178-2013-00828 for details pertaining to other previously reported catheter revisions. No symptoms were reported. It was asked and unknown if it was a sudden or gradual change in therapy/symptoms. Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that there was a revision on (B)(6) 2014 due to there being "no flow from intrathecal catheter." The patient experienced poor pain control and cerebrospinal fluid leak related to the revision. The patient's weight at the time of the event was (B)(6). No further complications were reported or anticipated.

Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: (B)(6) 2014 product type catheter: fdp code (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-jul-21. It was reported that a dye study was attempted on (B)(6) 2014 and they were unable to aspirate the catheter. It was noted that the patient first started experiencing poor pain control in september 2014. It was indicated that the cause of the lack of flow from the catheter was not determined until the patient was taken to the operating room (or) on (B)(6) 2014. It was detailed that during the or on (B)(6) 2014 no flow from the intrathecal portion of the catheter, which was then removed and a new catheter was placed at the l2-l3 level with the tip at t10 level. It was stated that no csf leak was found on (B)(6) 2014 and clarified that a csf leak was found on (B)(6) 2014; additional review determined that the previously reported information regarding the csf leak pertains to (B)(4). Additional information regarding that event will be reported under that manufacturing number. This manufacturing report pertains to the following information: [unable to aspirate the catheter; no flow from the intrathecal portion of the catheter; revision (B)(6) 2014]. No further complications were reported or anticipated.